Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via call that the customer had high blood glucose level up to 500 mg/dl. Customer had blood glucose level of 475 mg/dl. Customer was treated with insulin pump and manual injection. Customer was alleging insulin pump for under delivery because customer's blood glucose level was not going down. Customer stated that there was no air bubbles and leak. Customer stated that the cannula was not bent. Customer stated that the insulin pump failed high pressure test and it was failed. The insulin pump will not be returned for analysis.